Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Although there have been attempts to receive further information regarding the event, no additional details were provided. At this time, though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the root cause of calcification is not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that twelve (12) years, five (5) months post-implantation of this 21mm bioprosthetic aortic heart valve, a transcatheter valve was implanted (valve-in-valve) due to stenosis secondary to calcification. The 23mm transcatheter valve was successfully deployed and the patient was listed in stable condition, post-operatively.